Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced, the generator and filament were calibrated, and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system made a loud popping noise then the screen went blank during a case. No patient injury was reported.